Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was broken. A dynamic tip unidirectional steerable diagnostic catheter was selected for use. During procedure, when the device was opened, it was noted to be broken. No patient complications reported and patients' status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection shows no obvious abnormalities. Push/pull knob functioned properly causing the tip to actuate. The curve was placed in the template shaded area and the device passed the dimensional test. Electrical test was performed and the device was found to be within specifications. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4).

Event description:
It was reported that device was broken. A dynamic tip¿ unidirectional steerable diagnostic catheter was selected for use. During procedure, when the device was opened, it was noted to be broken. No patient complications reported and patients' status was stable.